Manufacturer narrative:
B3: the event date was not reported; an estimate of the date of the first onset of the adverse event has been provided. The device was not returned to olympus for inspection. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the flex 3d deflectable videoscope image presented dots, lights, and lines while in 3d imaging mode. There was no report of patient or user harm as a result of the event.